Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, perforated uterus") and device dislocation ("right essure device lacked occlusion and had migrated, malposition of essure device ¿ location of device:/malposition right essure device") in a 28-year-old female patient who had essure (batch no. B93879, b66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2010 and (B)(6) 2012), fetal arrhythmia, amenorrhea, breast tenderness, depression, gallbladder operation in 2012, pelvic exploration in 2011, colostomy closure in 2010 and fetal arrhythmia. Patient has no family history of breast cancer, cardiovascular disease, uterine cancer or ovarian cancer. Previously administered products included for an unreported indication: mirena iud until 17-apr-2013, oral contraceptive nos, depo-provera and nuvaring. Concurrent conditions included overweight, anxiety disorder, vulvovaginitis, dysmenorrhea, backache, placenta previa, nausea, abdominal pain, vomiting, abdominal distension since (B)(6) 2015 and scar. Family history included diabetes. Concomitant products included anaesthetics (anesthesia) and paracetamol (acetaminophen) since may 2014. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 1 year after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain, pelvic pain (severe and constant), pain"). In september 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("left essure seen in uterus"). On an unknown date, the patient experienced injury ("insertion injury") and complication of device insertion ("insertion injury"). The patient was treated with surgery (on (B)(6) 2015, hysteroscopy removal of right essure and laparoscopic bilateral salpingectomy) and surgery (on (B)(6) 2015 tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, injury, complication of device insertion, depression and anxiety outcome was unknown and the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, complication of device insertion, depression, device dislocation, device expulsion, injury, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure dates of insertion: (B)(6) 2014. Patient's pertinent medical history does not include previous anesthesia reaction, diabetes, cardiovascular disease, pulmonary disease, renal disease, gastrointestinal disease, sleep apnea, thromboembolic problems blotting disorder, bleeding disorder, transfusion reaction, impaired immunity, corticosteroid use in the last six months or frequent aspirin use. Pertinent family history does not include anesthesia reaction, myocardial infarction, stroke. Aneurysm, sudden death, clotting disorder or bleeding disorder. Pertinent social history does not include aspirin use, nonsteroidal anti-inflammatory drug use, tobacco use, alcohol use, illicit drug use, transfusion refusal, wearing dentures or partial plates or concerns regarding care after surgery. He right essure was in good position with about 4 coils being seen. The left essure devic then placed in the normal fashion without difficulty and 3 coils were seen after the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014, confirmed that the left essure device was occluded, and the right essure device lacked occlusion and had migrated. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain and partial expulsion. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received: depression and mental anguish events was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, perforated uterus") and device dislocation ("right essure device lacked occlusion and had migrated, malposition of essure device ¿ location of device: malposition right essure device") in a 28-year-old female patient who had essure (batch no. B93879, b66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 20110 and (B)(6) 2012), fetal arrhythmia, amenorrhea, breast tenderness, depression, gallbladder operation in 2012, pelvic exploration in 2011, colostomy closure in 2010 and fetal arrhythmia. Patient has no family history of breast cancer, cardiovascular disease, uterine cancer or ovarian cancer. Previously administered products included for an unreported indication: mirena iud until (B)(6) 2013, oral contraceptive nos, depo-provera and nuvaring. Concurrent conditions included overweight, anxiety disorder, vulvovaginitis, dysmenorrhea, backache, placenta previa, nausea, abdominal pain, vomiting, abdominal distension since (B)(6) 2015 and scar. Family history included diabetes. Concomitant products included anaesthetics (anesthesia) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 3 months after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain, pelvic pain (severe and constant), pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("left essure seen in uterus"). On an unknown date, the patient experienced injury ("insertion injury") and complication of device insertion ("insertion injury"). The patient was treated with surgery (on (B)(6) 2015, hysteroscopy removal of right essure and laparoscopic bilateral salpingectomy) and surgery (on (B)(6) 2015 tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, injury and complication of device insertion outcome was unknown and the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered complication of device insertion, device dislocation, device expulsion, injury, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure dates of insertion: (B)(6) 2014 and (B)(6) 2014. Patient's pertinent medical history does not include previous anesthesia reaction, diabetes, cardiovascular disease, pulmonary disease, renal disease, gastrointestinal disease, sleep apnea, thromboembolic problems blotting disorder, bleeding disorder, transfusion reaction, impaired immunity, corticosteroid use in the last six months or frequent aspirin use. Pertinent family history does not include anesthesia reaction, myocardial infarction, stroke. Aneurysm, sudden death, clotting disorder or bleeding disorder. Pertinent social history does not include aspirin use, nonsteroidal anti-inflammatory drug use, tobacco use, alcohol use, illicit drug use, transfusion refusal, wearing dentures or partial plates or concerns regarding care after surgery. He right essure was in good position with about 4 coils being seen. The left essure devic then placed in the normal fashion without difficulty and 3 coils were seen after the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014, confirmed that the left essure device was occluded, and the right essure device lacked occlusion and had migrated. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain and partial expulsion. Most recent follow-up information incorporated above includes: on 11-may-2018: plaintiff fact sheet: the event insertion injury added. Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, perforated uterus") and device dislocation ("right essure device lacked occlusion and had migrated, malposition of essure device ¿ location of device:/malposition right essure device") in a 28-year-old female patient who had essure (batch no. B93879, b66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 2010 and (B)(6) 2012, fetal arrhythmia, amenorrhea, breast tenderness, depression, gallbladder operation in 2012, pelvic exploration in 2011, colostomy closure in 2010 and fetal arrhythmia. Patient has no family history of breast cancer, cardiovascular disease, uterine cancer or ovarian cancer. Previously administered products included for an unreported indication: mirena iud until (B)(6) 2013, oral contraceptive nos, depo-provera and nuvaring. Concurrent conditions included overweight, anxiety disorder, vulvovaginitis, dysmenorrhea, backache, placenta previa, nausea, abdominal pain, vomiting, abdominal distension since (B)(6) 2015 and scar. Family history included diabetes. Concomitant products included anaesthetics (anesthesia) and paracetamol (acetaminophen) since may 2014. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, 1 year after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("chronic pelvic pain, pelvic pain (severe and constant), pain"). In september 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("left essure seen in uterus"). On an unknown date, the patient experienced injury ("insertion injury") and complication of device insertion ("insertion injury"). The patient was treated with surgery (on 16oct2015, hysteroscopy removal of right essure and laparoscopic bilateral salpingectomy) .essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, injury, complication of device insertion, depression and anxiety outcome was unknown and the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, complication of device insertion, depression, device dislocation, device expulsion, injury, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure dates of insertion: (B)(6) 2014. Patient's pertinent medical history does not include previous anesthesia reaction, diabetes, cardiovascular disease, pulmonary disease, renal disease, gastrointestinal disease, sleep apnea, thromboembolic problems blotting disorder, bleeding disorder, transfusion reaction, impaired immunity, corticosteroid use in the last six months or frequent aspirin use. Pertinent family history does not include anesthesia reaction, myocardial infarction, stroke. Aneurysm, sudden death, clotting disorder or bleeding disorder. Pertinent social history does not include aspirin use, nonsteroidal anti-inflammatory drug use, tobacco use, alcohol use, illicit drug use, transfusion refusal, wearing dentures or partial plates or concerns regarding care after surgery. He right essure was in good position with about 4 coils being seen. The left essure devic then placed in the normal fashion without difficulty and 3 coils were seen after the placement of the device. On (B)(6) 2015 tubal ligation . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on 22-oct-2014: unilateral occlusion (left tube occluded). On 22-oct-2014, confirmed that the left essure device was occluded, and the right essure device lacked occlusion and had migrated. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain and partial expulsion. Lot number: b66020 manufacture date: 30-aug-2013 expiration date: 31-aug-2016. Lot number: b93879 manufacture date: 07-nov-2013 expiration date: 30-nov-2016 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("right essure device lacked occlusion and had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right essure device lacked occlusion and had migrated" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2016, hysteroscopy removal of right essure and laparoscopic partial left salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Diagnostic results: on (B)(6) 2014, confirmed that the left essure device was occluded, and the right essure device lacked occlusion and had migrated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, perforated uterus") and device dislocation ("right essure device lacked occlusion and had migrated, malposition of essure device ¿ location of device: malposition right essure device") in a 28-year-old female patient who had essure (batch no. B93879, b66020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2010 and (B)(6) 2012), arrhythmia fetal, amenorrhea, breast tenderness, depression, gallbladder operation in 2012, pelvic exploration in 2011, colostomy closure in 2010 and fetal arrhythmia. Patient has no family history of breast cancer, cardiovascular disease, uterine cancer or ovarian cancer. Previously administered products included for an unreported indication: mirena iud until (B)(6) 2013, oral contraceptive nos, depo-provera and nuvaring. Concurrent conditions included overweight, anxiety disorder, vulvovaginitis nos, dysmenorrhea, backache, placenta previa, nausea, abdominal pain, vomiting, abdominal distension since (B)(6) 2015 and scar. Family history included diabetes. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain, pelvic pain (severe and constant), pain"). In september 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("perforated uterus"). The patient was treated with surgery (on (B)(6) 2015, hysteroscopy removal of right essure and laparoscopic bilateral salpingectomy) and surgery (on (B)(6) 2015, hysteroscopy removal of right essure, laparoscopic partial and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown and the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device dislocation, device expulsion, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure dates of insertion: (B)(6) 2014 and (B)(6) 2014. Patient's pertinent medical history does not include previous anesthesia reaction, diabetes, cardiovascular disease, pulmonary disease, renal disease, gastrointestinal disease, sleep apnea, thromboembolic problems blotting disorder, bleeding disorder, transfusion reaction, impaired immunity, corticosteroid use in the last six months or frequent aspirin use. Pertinent family history does not include anesthesia reaction, myocardial infarction, stroke. Aneurysm, sudden death, clotting disorder or bleeding disorder. Pertinent social history does not include aspirin use, nonsteroidal anti-inflammatory drug use, tobacco use, alcohol use, illicit drug use, transfusion refusal, wearing dentures or partial plates or concerns regarding care after surgery. He right essure was in good position with about 4 coils being seen. The left essure devic then placed in the normal fashion without difficulty and 3 coils were seen after the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014, confirmed that the left essure device was occluded, and the right essure device lacked occlusion and had migrated. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain and partial expulsion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, onset and removal dates updated, historical drug and conditions, concomitant drugs and conditions, treatment drug, lab data, new events vaginal haemorrhage, partial expulsion and menorrhagia added. Outcome for the events pelvic pain, vaginal haemorrhage, menorrhagia, device dislocation added as recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, perforated uterus") and device dislocation ("right essure device lacked occlusion and had migrated, malposition of essure device ¿ location of device / malposition right essure device") in a 28-year-old female patient who had essure (batch no. B93879, b66020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 2010 and (B)(6) 2012, fetal arrhythmia, amenorrhea, breast tenderness, depression, gallbladder operation in 2012, pelvic exploration in 2011, colostomy closure in 2010 and fetal arrhythmia. Patient has no family history of breast cancer, cardiovascular disease, uterine cancer or ovarian cancer. Previously administered products included for an unreported indication: mirena iud until (B)(6) 2013, oral contraceptive nos, depo-provera and nuvaring. Concurrent conditions included overweight, anxiety disorder, vulvovaginitis, dysmenorrhea, backache, placenta previa, nausea, abdominal pain, vomiting, abdominal distension since (B)(6) 2015 and scar. Family history included diabetes. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced pelvic pain ("chronic pelvic pain, pelvic pain (severe and constant), pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("left essure seen in uterus"). The patient was treated with surgery (on (B)(6) 2015, hysteroscopy removal of right essure and laparoscopic bilateral salpingectomy) and surgery (on (B)(6) 2015, hysteroscopy removal of right essure, laparoscopic partial and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and device expulsion outcome was unknown and the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device dislocation, device expulsion, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure dates of insertion: (B)(6) 2014. Patient's pertinent medical history does not include previous anesthesia reaction, diabetes, cardiovascular disease, pulmonary disease, renal disease, gastrointestinal disease, sleep apnea, thromboembolic problems blotting disorder, bleeding disorder, transfusion reaction, impaired immunity, corticosteroid use in the last six months or frequent aspirin use. Pertinent family history does not include anesthesia reaction, myocardial infarction, stroke. Aneurysm, sudden death, clotting disorder or bleeding disorder. Pertinent social history does not include aspirin use, nonsteroidal anti-inflammatory drug use, tobacco use, alcohol use, illicit drug use, transfusion refusal, wearing dentures or partial plates or concerns regarding care after surgery. He right essure was in good position with about 4 coils being seen. The left essure devic then placed in the normal fashion without difficulty and 3 coils were seen after the placement of the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). On (B)(6) 2014, confirmed that the left essure device was occluded, and the right essure device lacked occlusion and had migrated. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain and partial expulsion. Most recent follow-up information incorporated above includes: on 19-mar-2018: following company internal coding review, the reported event "perforated uterus" was updated to "left essure seen in uterus" and recoded to the meddra llt: partial expulsion of device. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("right essure device lacked occlusion and had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (on (B)(6) 2016, hysteroscopy removal of right essure and laparoscopic partial left salpingectomy) and surgery (on (B)(6) 2016, hysteroscopy removal of right essure and laparoscopic partial left salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Diagnostic results: (B)(6) 2014, confirmed that the left essure device was occluded occluded, and the right essure device lacked occlusion and had migrated. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review on (B)(6) 2017 following corrections were done in the case: event: right essure device lacked occlusion and had migrated (llt: device ineffective) was deleted. Event: right essure device lacked occlusion and had migrated (llt: device migration) considered as incident and surgery was ticked. Action taken drug: withdrawn was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.